Event description:
Dealer is stating that the front casters are fluttering.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.